Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the basal and bolus deliveries did not match in the pump's history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a review of the pump¿s black box showed that the bolus totals in bolus history were consistent with bolus totals in total daily dose history at the time of reported event. The total daily doses (tdd) added up correctly and reflected the user¿s programmed basal rates. While testing, during the load step, the pump failed to recognize the cartridge and emitted a ¿no cartridge detected¿ warning. Testing was unable to be completed and adequately investigate the complaint due to the load step malfunction. The load step malfunction issue was reported under medwatch report number 2531779-2015-40677.